Event description:
Rn was hanging IV magnesium with primary tubing. Tubing was primed with drug and hung into IV pump channel. When rn attempted to hook up tubing to the pt, the tubing cracked in half at the y-site closest to the pt. The tubing bag and lower part that broke off was given to unit director.